Manufacturer narrative:
The affected large screwdriver handle was returned and evaluated. Our inspection indicated that the handle no longer functions as intended. The instrument was manufactured in 2015 and it shows signs of normal wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.

Manufacturer narrative:
The affected large screwdriver handle was returned and evaluated. Our inspection indicated that the handle no longer functions as intended. The instrument was manufactured in 2015 and it shows signs of normal wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.

Event description:
It was reported that during surgery the screw driver broke internally.